Event description:
It was reported the pt was hospitalized due to experiencing weakness/numbness in both of her knees. Follow-up identified the pt's knee weakness/numbness was due to pain. The pt's pain medication was adjusted which resolved the issue. The pt has been released from the hosp.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.